Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3730sp double loaded knee fibertak did not deploy. The prongs on the inserter bent out. The case was completed using another ar-3730sp double loaded knee fibertak. This was discovered during a procedure. The patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-3730sp, with batch number 15302080, revealed that the inserter's tip was bent. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is misaligned insertion and/or prying or leveraging the device with excessive force.

Event description:
Additional information: this was discovered during an mpfl reconstruction procedure on (B)(6) 2025. The anchor was removed, and no fragments remained. The case was completed using an ar-1593-bc anchor. There was a slight procedural delay, but no additional anesthesia was required, and the patient did not experience any adverse effects.